Event description:
A malfunction alarm occurred on patients tandem pump, identified as error code 0-0x277d, which has appeared multiple times since she began using her newest pump model. There was no reported impact to the customer¿s blood glucose level. Sierra contacted tandem support, who assisted her in performing a hard reset on the pump, resolving the issue, but further guidance was requested to prevent future occurrences.